Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer's blood glucose was 146 mg/dl. Reportedly, the cartridge was loaded, and insulin delivery was resumed.